Event description:
Reference related MFR report 1627487-2019-00781. It was reported one of the two implanted leads had migrated. Patient denied suffering any trauma. Surgical intervention was undertaken on (B)(6) 2019 and the physician repositioned the lead. Postoperatively, the patient is reportedly receiving effective therapy.